Event description:
The customer reported receiving a freestyle libre sensor scan message of 'lo' (less than 40 mg/dl), which was low as compared to the built-in meter. The customer reported experiencing symptoms of "stomach pain and throwing up" and went to the hospital. A hospital laboratory blood glucose result of 15.9 mmol/l (286.2 mg/dl) was obtained, and the customer was diagnosed with diabetic ketoacidosis. The customer was treated with three rounds of electrolyte/glucose infusions (0.9% nacl; 5% glucose; 5% glucose + 8 ml, 10% nacl + 12 ml kcl). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor using an approved software. A sensor found to be in state 5 (indicating normal termination). The returned sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a freestyle libre sensor scan message of 'lo' (less than 40 mg/dl), which was low as compared to the built-in meter. The customer reported experiencing symptoms of "stomach pain and throwing up" and went to the hospital. A hospital laboratory blood glucose result of 15.9 mmol/l (286.2 mg/dl) was obtained, and the customer was diagnosed with diabetic ketoacidosis. The customer was treated with three rounds of electrolyte/glucose infusions (0.9% nacl; 5% glucose; 5% glucose + 8 ml, 10% nacl + 12 ml kcl). There was no report of death or permanent injury associated with this event.